Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (1000 mcg/ml at 250 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that pump interrogation indicated a pump motor stall. The patient had not recently had an MRI. The pump logs showed motor stall occurred, motor stall recovery occurred, and stopped pump period may exceed tube set messages. The pump stalled on (B)(6) 2016 from 18:51 to 19:05; stalled again on (B)(6) 2016 from 02:01 to 06:46; and then stalled again on (B)(6) 2016 to (B)(6) 2017. The patient reported having a tight leg and hamstring. There was no environmental cause for the pump motor stalls and recoveries. Additional information was received on (B)(6) 2017 from a company representative and it was reported that the pump had still not stalled again. The patient was doing fine with no symptoms. The plan was to replace the pump tomorrow ((B)(6) 2017).

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. Device codes (B)(4) apply to the catheter.

Event description:
Additional information received from the manufacturer representative on (B)(6) 2017 reported the patient had their pump replaced the night before ((B)(6) 2017), and the patient was doing fine. The hcp tried to aspirate the catheter, but there was no backflow, so they ended up replacing it with another catheter. The representative stated she would be sending the pump back to the manufacturer for analysis. The drug information was updated to gablofen with a concentration of 1000 mcg/ml at a dose of 50 mcg/day. The pump was alarming when the patient went to the hcps office. The clinic noticed motor stalls had occurred and sent the patient to the hospital for evaluation. The physician decided replacement was the best option. The patient was monitored inpatient until pump replacement. The patient had pump and catheter replacement on (B)(6) 2017. Both motor stalls were unexpected. During replacement, the hcp could not get cerebrospinal fluid (csf) flow back from the catheter. The hcp explored the catheter and found a break at the spinal entry site. There were no known environmental/external/patient factors that might have led or contributed to the issue. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from the manufacturer's representative on 2017-jan-04. The provided pump logs indicated a motor stall occurred on (B)(6) 2016 at 00:56, followed by a motor stall recovery on (B)(6) 2016 at 05:41, another motor stall on (B)(6) 2016 at 14:13, followed by a "stopped pump period may exceed tube set" message on (B)(6) 2017 at 14:13. There was no record in the logs of a motor stall recovery after the tube set message occurred.

Manufacturer narrative:
Refers to the main device, other components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. Evaluation of the implantable pump serial number (B)(4) revealed residue in the motor gear train, and wearing on the upper shaft of gear number two. Evaluation of the implantable catheter serial number (B)(4) confirmed a break had occurred in the catheter body at the distal end of the distal catheter segment. Evaluation code-result no longer applies to this event. Evaluation code-conclusion applies to the pump; evaluation code- conclusion applies to the catheter.